Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an infection at the anchor site. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2026 to address the issue. The patient was also administered oral antibiotics to address the issue and the infection has resolved.